Event description:
On (B)(6) 2006, an acticon neosphincter device was implanted. On (B)(6) 2011, the entire device was removed and replaced due to recurring incontinence, insufficient fluid in system to inflate cuff. No pt complications reported.

Manufacturer narrative:
Additional catalog #s: 72402105 and 72402287. Add'l serial #: (B)(4). Balloon was functional. Cuff had a wear leak. Pump was functional. Tubing had operating room damage. Should add'l info become available regarding this surgery, it will be reevaluated and a f/u report will be sent.